Manufacturer narrative:
Analysis of the lead, model 3389-40, lot #0203048065, found lead body conductor broken within 10 cm of connector area. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0203048065, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient had symptom return in their left limb. The patient went to the hospital and the x-ray showed the lead may be fractured. The resistance was high 3 days prior to report. The patient got the re-operation to implant the new lead and explanted the problematic lead 3 days later. The patient's status was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.